Event description:
I was asked to help to insert a new IV for the patient. I proceed to discontinue the line which was infiltrated and noticed the catheter bend and the tip broken in a "v" shape. I notified the nurse immediately, then the charge nurse. Patient's nurse told me she will notify the doctor immediately. The IV catheter was removed from the patient. On examination a small area of the catheter appeared to be missing. Discharge of the IV and a small area appeared to be missing from the tip. She informed the patient's nurse. The patient has not had any complications at this time.